Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was 380 mg/dl. The customer was advised that the no delivery alarms may be due to site, set or reservoir issues. After the troubleshooting was done, the customer was advised to monitor the issue and call back if necessary.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.